Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed some creases in anterior and posterior view. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side; capsular contracture; baker grade IV and left side capsular contracture; baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 350cc mentor memorygel, breast implant and was presented with bilateral capsular contracture; baker grade IV on the right side and grade ii on the left side postoperatively. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number: smpx325; serial number: (B)(4) on the right side and catalog number: smpx325; serial number: (B)(4) on the left side. This report is for the patient¿s right-sided device.